Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2016, product type extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with a neurostimulator. It was reported that the patient had their implantable neurostimulator (ins) and two extensions removed for "non-integration."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.